Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported twenty-four exactamix inlets had ¿movable and immovable black particles inside the packaging.¿ the particulate was observed prior to patient use; therefore, there was no patient involvement. No additional information is available.